Event description:
N/a

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was not returned for evaluation(per reporter product would not be returned), and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for ¿csf retention¿ could be due to product handling or ¿barb diameter; catheter inner diameter / wall thickness; catheter material elasticity¿.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas valve was implanted on a (B)(6) female patient via l-p shunt due to subarachnoid hemorrhage on (B)(6) 2020 with unknown setting. On (B)(6) cerebrospinal fluid retention at the site of the valve (lateral abdominal iliac) and abdominal catheter were confirmed on CT imaging. The physician suspected a tear at the lumbar catheter connection. An incision was performed to check the connection and no anomaly was found. The valve settings were able to be changed. Therefore, the physician decided to observe the patient without any replacement.